Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the station indicating that the drawer was not detected on the communication bus. A field service engineer discovered that the pyxibus cable connected to the drawer was disconnected. After reconnecting the cable and testing the drawer in hta, everything functioned correctly. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 malfunctioned, and the user was unable to recover. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.